Event description:
As reported in the complaint: system in treatment for approx 15 hours when there was a general system failure not allowing the treatment to continue. According to the operator there were no precluding issues.

Manufacturer narrative:
A review of the treatment data files confirms the reported general system failure. They also show multiple blood pump malfunction alarms prior to the general system failure alarm. The general system failure is caused by the malfunction blood pump alarm to prevent the machine from operationg with a malfunctioning blood pump. In addition, the machine had alarmed for clotting in the filter, indicating possible obstruction for the blood pump. There were no clinical consequences or blood loss for the pt reported as a result of the reported event.